Event description:
The patient had complained of pain in her right knee. X-ray was taken and it was noted that the locking screw had come out of the baseplate. Patient revised in 2006. New insert was implanted.